Manufacturer narrative:
Ge healthcare's investigation could not determine the root cause because the customer would not authorize additional part replacement. The customer has received an offer with different options (buy/rent/credit-financing of a new device) but has not made a decision. Added as additional information. Ge healthcare's investigation could not determine the root cause because the customer would not authorize additional part replacement. The customer has received an offer with different options (buy/rent/credit-financing of a new device) but has not made a decision.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, after the start of the case, with a flow of 6 lpm oxygen (o2), the o2 level measured by the gas module was 100%. It was subsequently noted that the o2 level decreased to 21% and the patient's oxygen saturation level decreased. It was further noted there was no o2 flow. There was no reported patient injury.